Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor was not connecting with their transmitter; after an entire night of waiting for the connection to occur the patient removed the sensor from their body and found the electrode was missing. No further details were given. No products were returned and a replacement sensor was shipped to the customer.